Event description:
The customer reported that there were poor cable connections in the tv cart. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the cable connection. The sys operates as intended.